Event description:
It was reported by the rep that the surgeon fired the tsb45 twice to take a section out of the apex of the upper right lobe. The surgeon fired the third cartridge in the middle of the upper right lobe to initiate a second resection. The fourth firing would complete this resection. Once the surgeon fired the tsb45 for the fourth time the surgeon got instantaneous bleeding. The surgeon had to open the pt to achieve hemostasis. The surgeon looked at the staple lines and discovered that the fourth firing staples did not form. The first firing staples look the same as the fourth. The second and third firing were properly formed. The surgeon converted to open and the pt lost approximately 500cc of blood.